Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and the blood glucose value was unknown at the time of the event. The customer received the safety notification for the retainer ring. The hyperglycemia was treated with the insulin pump and manual injection. Troubleshooting was partially performed and found that the reservoir was able to lock in place when inserted into the pump. No further patient complications were reported. The customer will discontinue the device and revert to a backup plan per healthcare professional instructions. The insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0871 inches. Pump failed self-test (no vibration) due to moisture damage on vibrating motor. No under delivery anomalies noted during testing. Unit successfully downloaded to thus. Confirmed 36.7 units of normal bolus was delivered on (B)(6) 2023 between 06:40:22.000 and 22:30:24.000. Pump error 49 noted in pump download history on (B)(6) /2022 16:12:27.000 due to moisture damage on pcb1 and pcb2 boards. Pump error 68 noted in pump download history on (B)(6) 2022 15:56:05.000 due to moisture damage on pcb1 and pcb2 boards. Pump was cut open to perform visual inspection and found moisture damage on pcb1, pcb2, motor assembly, lithium backup battery, and force sensor. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, cracked case corner of the belt clip rails near the battery compartment, stained keypad overlay, cracked retainer, cracked case at battery tube, and serial number label stained & faded. Pump failed self-test due to moisture damage on vibrating motor and no under delivery anomalies noted during testing. Cosmetic damage at retainer confirmed during analysis. Pump error 49 and pump error 68 noted in pump downloaded history due to moisture damage on pcb1 and pcb2 motors. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.